Manufacturer narrative:
Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and serving over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Please note that the incorrect date of manufacture (dom) was inadvertently entered into the initial medwatch report. Please note that the correct dom has been obtained and entered in this supplemental medwatch report.

Event description:
It was reported from (B)(6) that the burr device did not function when in use with an attachment device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.